Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer went swimming with the pump. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 100 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and cartridge alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.